Event description:
The event is reported as: complaint alleges that the heater burned the nebulizer bottle. Alleged incident occurred during the administration of nebulizer treatments. No patient injury reported.

Manufacturer narrative:
Sample has not been received in time for this report, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.